Event description:
It was reported that the patient underwent abdominal surgery for recurrent hernia on (B)(6) 2014 and mesh was implanted. Following the procedure, the patient sneezed and experienced signs of evisceration with scarring and immunofluorescence was performed. On (B)(6) 2014, laparotomy was performed and it was noted patient experienced wound dehiscence with signs of central fraying of the mesh but mesh was not broken. The mesh remains implanted, the patient is well and recovered uneventfully. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.